Event description:
A customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge and was able to use a new one successfully.